Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states pump turned off and was not able to turn it back on. The customer removed the battery but did not resolve issue. The customer was assisted with trouble shooting, user was advised to clean the battery cap and compartment with a cotton swab. Notes are not clear if pump display returned. The customer was advised to monitor pump.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The insulin pump did not alert blank display, the insulin pump turned off and user was not able to turn it on.